Event description:
O2 sats were reading below 85%. Infant was pink but limits set at >88%, so turned fio2 up. No change in reading. Good wave length on monitor so turned fio2 up to continuous to increase o2 sats. No change seen. Drew abg arterial blood gas after changing position of the probe. This resulted in no change in readings. Pao2 on abg >240. Replaced probe with a new one and reading on monitor increased to 100% immediately. The previous probe was new, one day before.